Event description:
It was reported that the patient stated that this was the second implant in her back in (B)(6) 2014. It was verified that that implant was actually a revision on the leads. The patient stated that her doctor told her that something was not ¿running right.¿ the leads were not attached and they had to do a revision. The patient had 4 back surgeries in the past.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # unknown, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).